Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 488 mg/dl. Customer's parent reported that the customer's blood glucose reading started in the 400 mg/dl and he was given medical assistance in the ER. Customer's parent also reported that the infusion set cannula was bent that could have led to high blood glucose event. The customer was treated at the hospital and was admitted for 2 days. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.